Event description:
The customer reported that she accidentally jumped into a pool while wearing the insulin pump and the display was blank. Troubleshooting was performed. The customer stated that water underneath the display was observed. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with a blank display as a result of moisture damage found on the electronic and motor assembly.